Manufacturer narrative:
The customer later responded to physio-control's requests for additional information. The customer advised physio-control that no further details about the patient or the event were available.

Event description:
The customer contacted physio-control to report that their device cycled power by itself during an event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device cycled power by itself during an event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.